Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 m/ml at an unknown rate) via an implantable infusion pump. The indication for use was spinal pain and radiculopathy. It was reported that upon interrogation of the pump a motor stall was seen to have occurred on (B)(6) 2019 at 16:53 with a recovery on (B)(6) 2019 at 03:28 and another stall at (B)(6) 2019 at 16:04 with no recovery to date. It was noted that the patient was experiencing increased pain and irritation. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the motor stall was unknown. It was reported that there was multiple attempts to restart the device but the issue was not resolve. The patient was referred to the surgeon for replacement surgery. No further complications have been reported.